Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that a half day infusor had particulate matter inside of its reservoir. This was noticed during filling with an unspecified solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured between june 26, 2014 and june 27, 2014. Evaluation summary: baxter received the unit for evaluation. Visual inspection noted solid white particles approximately 1.38mm in size, floating in the fluid of the reservoir. The particle was in the fluid path. The particle was identified to be polyester material via fourier transform infrared spectroscopy (ftir) spectrophotometer scanning. The cause could not be determined. A CAPA has been initiated to investigate this issue of particulate matter. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.